Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain. The cause was not reported. The patient was not hospitalized. The patient was treated with vancomycin and roifin (doses, routes and frequencies not reported) for peritonitis. Reportedly, the infection persisted despite the antibacterial medication, and the pd catheter was removed. Dialysis modality was transferred to hemodialysis. Patient outcome was not reported. No additional information is available.